Manufacturer narrative:
Investigation pending.

Event description:
Customer reported discrepant low triage troponin I (tni) results three times when compared with hospital analyzer. On (B)(6) 2016 a (B)(6) male presented to the ed with chest pain in his left side and was referred to a cardiologist. The following is a list of times that samples were drawn and results observed: 3:39 am, edta whole blood ("full draw tube, ~90% full), triage meter sn (B)(4), dln w60617rb, tni - gave negative result. At 5:39 am, second edta whole blood sample, same triage meter, same lot, tni - gave negative result. At 10:17 am, upon admission, a new draw/sample collection (green-top tube) was tested on the lab analyzer; their tni result - indicative of non-specific myocardial necrosis (appearing in the medical record at 10:24 am. In-patient samples are sent to the lab for testing). At 10:33 am, a new edta whole blood sample was collected to challenge the lab analyzer result - triage meter, sn (B)(4), yielded a negative result. The supervisor then inoculated a fresh device as a repeat of this third edta collection and obtained results that were considered in the 'gray zone' (abnormal) on three different triage meters. No invasive procedures were performed and an EKG was performed noting 'no problems'.

Manufacturer narrative:
Tested an n of 1 device with 1 of the returned patient samples on the complaint lot, and a non-complaint lot. Customer's complaint was replicated on one (1) device with in-house testing of retain lot w60617. Further investigation of returned sample could not be pursued due to insufficient volume and a non-validated draw method. The customer's EKG result of "no problems" matches the triage cardiac panel (tni) result of <0.05 (negative). Alere triage cardiac panel (tni) is not claimed to correlate with beckman access 2. Retain lot w60617 was previously tested for another complaint; there were no issues with tni recovery observed. The batch record for lot w60617 was reviewed. Lot met all final release specifications.